Event description:
A malfunction alarm identified as malf 16 occurred, but no notable events were reported prior to this malfunction. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the malfunctioning pump into storage mode and to return it to tandem using a prepaid label within 10 days, a directive the customer understood and acknowledged. Technical support confirmed the shipping address and arranged to send a replacement pump, as the original pump was under warranty. Meanwhile, the customer was advised to use a multiple daily injection (mdi) backup therapy to ensure continued insulin delivery.